Manufacturer narrative:
Reporter occupation: non-healthcare professional. Investigation: the reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava perforation filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: vascular trauma, vena cava perforation, vena cava penetration. Catalog number and lot number are unknown. The alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
The following information is alleged: the patient received a celect inferior vena cava (ivc) filter on (B)(4) 2013. Multiple prongs of the celect filter have perforated the patient's ivc. Hospital and medical records have been requested, but not yet provided.

Event description:
Patient allegedly received an implant on (B)(6) 2013 via the right common femoral vein due to deep vein thrombosis (dvt)/ pulmonary embolism (pe). Patient is alleging vena cava perforation, and tilt. Per computed tomography report, "ivc filter is in place. The proximal end of the filter is at the level of the l-2-3 intervertebral disk space. The proximal end of the filter is below the renal veins. The filter is tilted, with lateral deviation of the distal end. The proximal aspect of the filter abuts the anteromedial wall of the ivc. The filter is tilted relative to the long axis of the ivc by approximately 13 degrees in the coronal plane. 3 struts posteriorly on the right perforate the wall of the ivc. The tip of one lies anterior to the psoas. The tip of 1 lies along the anterior margin of the psoas. The tip of the third is probably within the psoas muscle. A posterior struts perforated the wall of the ivc and extends through an anterior syndesmophyte of the lumbar spine at the l3-4 level. One anterior strut perforates the ivc and lies posterior to the margin of the third portion of the duodenum. A medial strut lies along the wall of the duodenum and the lateral margin of the aorta. There is no clear fat plane here so perforation and extension of the aorta would be difficult to exclude."

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: tilt. The reported allegations have been further investigated based on the information provided to date. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Catalog and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.